Event description:
It was reported that the leads had high impedances.

Manufacturer narrative:
D2b pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7077707, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232, batch/lot number: 523949, serial number: (B)(6), model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI) #: (B)(4).